Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire was loose. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire was loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Corrected section: h6- corrected to "no consequences or impact to patient", b5- correction. The device was returned to the factory on 05/11/2020. An investigation was conducted on 05/14/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood and charred tissue was observed on the jaws. Slight blood was observed on the harvesting handle. The heater wire was observed to be flexed away from the with detachment at the tip of the jaw but remain attached at the base. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.